Event description:
It was reported that the barrel flange on the bottom was broken. There was no patient involvement.

Manufacturer narrative:
Corrected g3 and h6(results).

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced flange gripper retainer, flange gripper, barrel clamp, front/rear cases, handles, latch, lock label, front/rear doors, lt/rt iuis. Calibrated. A review of the device history record for sn (B)(4) was performed from 03/29/2005 to 11/13/2020 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the barrel flange on the bottom was broken. There was no patient involvement.